Event description:
The patient ((B)(6)) had a surgical lead implanted on (B)(6) 2011. Following the placement of the device, it was reported that the patient experienced pain. No problems could be found with the lead from a functional perspective. The alleged discomfort required that the device be taken out. The patient was sent for an MRI, and a spinal cord compression was detected. The patient is reportedly recovering well since the incident. No further complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.